Event description:
It was reported the plaintiff was implanted with a monarc sling on (B)(6) 2007 for intrinsic sphincter deficiency. The plaintiff alleged she experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, pvr and mesh constriction. On (B)(6) 2009 the plaintiff underwent revision surgery to release the mesh arm due to urethral restriction from the mesh causing hematuria. No further plaintiff complications were reported in relation to this event. Related to MFR reports # 2183959-2010-00389, 2183959-2010-00390.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).